Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4).

Event description:
It was reported that approximately five months after implant, the implantable cardioverter defibrillator (ICD) reached recommended re placement time (rrt). The patient had received 70 shocks for ventricular tachycardia (vt)/ventricular fibrillation (vf) the majority of which were appropriate therapy. The last vt therapy was not a full energy. The implanting physician questioned whether this is early depletion of the battery. The device will be explanted and replaced. No further patient complications have been reported as a result of this event.